Event description:
The physician successfully closed the pt's arteriotomy using a prostar xl 8 french device. The pt was discharged and the site healed. Six weeks later the groin site reopened and an infection was detected. The site was surgically repaired and the pt recovered without further incident.